Event description:
It was reported that when the extension set was connected to the pump, an occlusion alarm occurred. Possible lot numbers- 4183712, 4170320, 4146561, 4120091 and 4257052. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.